Manufacturer narrative:
Zimmerbiomet complaint number cmp (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One osseotite® tapered certain® implant 4 x 10mm (int410) was returned for investigation. Visual evaluation of the as returned product identified some signs of use and markings on the external threads but no apparent malfunction. The device could not be functionally tested for the reported failure (relocation into sinus), however, measurements were taken using a caliper. The reported device was being placed on tooth #15 (fdi) and was placed approximately for 3 years. Device history record (DHR) review was completed for the subject lot number 2016091040. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2016091040) using keyword 'relocation into sinus', ¿perforated sinus' and no other complaint was found. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. And, the reported event could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported the implant was relocated into the sinus. Doctor was screwing the locator and the implant relocated into the sinus. Doctor removed the implant opening a lateral window of the sinus.